Manufacturer narrative:
B3: event date is unknown. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were getting an MRI and needed to know the model and serial number of the stimulator, and they requested a new card be sent because their wallet got stolen. The patient said they were not thrilled with the interstim. They were not feeling well because they had an infection. When they were feeling better they would call back about the device. Sent email to prs to request a new ID card. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not experience an infection. When asked about the patient not being thrilled with the device they stated that the unit had stopped working and was replaced. The patient had a new battery and lead. The cause was unknown. They stated that the original unit was placed in 2010.